Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Analysis of the lead found the distal end of the lead was bent new out of the box. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that when the lead was delivered to the health care provider (hcp) during implant, the hcp saw the lead was damaged and the tip was bent. The hcp showed the manufacturer representative and there was a problem with contact zero. The contact was visibly not in good shape. There was nothing out of the ordinary that caused the event. A different lead was used and the issue was resolved. No patient was involved in the event.